Manufacturer narrative:
Insulin pump passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime/compromised force sensor system and excessive no delivery test due to compromised force sensor system alarm. Insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, missing reservoir tube o-ring and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.